Event description:
A non-sterile brasseler sternal saw blade and a non-sterile specimen cup was added to this kit as a sub item in place of the sterile version. The kit is not sterilized prior to distribution, so the kit contents are required to be sterile prior to adding to the kit. Both items are required to be sterile for use, but were distributed to the direct account as non-sterile.